Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving dilaudid 20 mg/ml at 1 mg/day and bupivacaine 20 mg/ml at 1 mg/day via an implantable infusion pump. The indication for use (IFU) was listed non-malignant pain. It was reported that the patient experienced increased pain with no relief from the pump when dose (rx) increases were made. A dye study was scheduled and they were unable to perform as the hcp could not aspirate the catheter. A catheter revision surgery was performed to replace the spinal segment. The issue was reported to be resolved. After replacing, the spinal segment, immediate flow of csf (cerebrospinal fluid) was observed. The old spinal segment remained implanted as the hcp could not remove. The patient's status was alive - no injury. The cause of the inability to aspirate was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from an hcp via a company representative reported that they were unable to determine a cause for the inability to aspirate the catheter.